Event description:
It was reported that during implant procedure, the lead could not be secured in the heart muscle. The lead was not implanted and was replaced. The patient was recovering.

Manufacturer narrative:
Analysis was normal. No anomalies were found.